Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.

Event description:
This is report 1 of 2 for this patient: it was reported that the patient underwent an initial total ankle replacement on the right side. Subsequently, the patient was diagnosed with a clinical condition with a history of recurrent ligament sprain and 15 degree varus deformity. As a result, approximately 6 months after initial replacement, the patient underwent surgical reconstruction of the right ankle; including removal of calcaneal screw; tibialis posterior transfer anterior to navicular; valgising lateral sliding calcaneal osteotomy; lateral ankle ligament reconstruction with internal brace. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 350-32-03 - tibial plate mb sz 3 rt, 350-42-43 - tibial insert mb sz 3 rt 10mm, 350-02-03e - talus -right- sz 3 - EU. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.